Manufacturer narrative:
Other, other text: h3: one level 1 hotline low flow system was received with the float switch and water tank enclosure stained red, both covers were cracked, the microswitch was broken and the line cord was worn. The water tank was filled, a temperature check was attached, the line cord was plugged in and the device was turned on. The reported issue was unable to be confirmed. The microswitch was replaced to correct the primary problem.

Manufacturer narrative:
Device evaluation in progress.

Event description:
It was reported that the level 1 hotline low flow system (hl-90) had a cracked case and was leaking fluid. No patient injury or complications were reported in relation to this event.